Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in march 2012 and performed self-tests, alongside one ten minute manual power on, up to the 26th may 2013. The device records two occasions in which the temperature was recorded below the recommended minimum standby temperature. Multiple manual power ups of ten minutes duration were observed in the device memory between the 29th may 2013 and the last log entry on the 22nd june 2016. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure due to corrosion. The ten minute time outs and the measurements taken during the investigation would indicate a failing membrane. The fault was traced back to damage caused by corrosion on the membrane. The membrane failure resulted in a short circuit and caused an overvoltage and damage to the microprocessor. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.